Event description:
The customer contacted spacelabs healthcare to report that while monitoring patients, the xhibit central station reset. Upon the reboot, it was found that the device lost its license and users were unable to continue monitoring the patients. No patient or user harm was reported. A spare xhibit was used to continue patient monitoring. The customer's device was returned to spacelabs healthcare for evaluation. The reported problem was verified. The device license and software were reloaded onto the device, performance and functional testing were performed, and the device was returned to the customer for use.